Manufacturer narrative:
Technician found that there was no head up function on the bed. Cause: valve s7 was not opening. Replaced valve s7 to resolve this issue.

Event description:
Complaint alleged that there was no head up function.